Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the breakage of light guide bundle led to the malfunction of no illumination: cause traced to component failure. Based on the results of the investigation, it is likely the damage on the charged coupled device (ccd) unit led to the malfunction of noise image occurring during angulation: cause traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented no illumination and had image noise occurring during angulation. There was no patient involvement.